Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. It was reported that the drive support cap appeared normal. It was also reported that the insulin pump was not exposed to high magnetic fields. It was reported that the customer was able to rewind, but the alarm history indicated that the motor error occurred twice in the last thirty days. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.